Event description:
The rptr stated that he did a back to back test, within 10 mins, using different finger sticks and strips. His results were 56 and 238 mg/dl. He did not have any symptoms. He stated that he was uncertain if he had fully inserted the test strips. He cleaned meter, retested and got a good reading. His control solution expired 4/99, but a test result was in range, 130 (96-144). Following up, a lifescan rep spoke with his wife, who said he had alzhiemers, and doesn't always remember how to test correctly. Reviewed "qc", sent video.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8